Manufacturer narrative:
Reporter's facility name and complete address were not provided. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date was unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an arthroplasty surgical procedure it was observed that the small battery drive device was not working up to par and was making a grainy, strained noise. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.